Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No button error alarm during testing. No unlocked lcd keypad connector noted during visual inspection. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the buttons were not responsive. The customer's blood glucose was 212 mg/dl at the time of incident. The customer stated that there was a loud alarm and was not able to be cleared due to the keypad anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.